Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported symptom which was reproduced. The symptom was also confirmed through a review of the event history log. Evaluation found the cause to be a failed power cord. The failed power cord was replaced.

Event description:
It was reported that a spectrum pump's ac adaptor would only work intermittently. It was also reported there was no patient involvement.